Event description:
A malfunction was reported involving a pump displaying "malf 12." The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific information. Technical support assisted the customer in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer was advised to use a backup method, specifically multiple daily injections, to ensure continuous insulin delivery. The customer was instructed on how to store the defective pump before returning it and agreed to send it back using a pre-paid label within 10 days.